Event description:
It was reported by the customer stating that their ex holster is not working properly. During a breast biopsy procedure they heard a grinding noise and noticed that their probes cutter was not advancing or retracting properly. They changed probes and continued the case with no consequence to the pt. Ex holster being returned for repair.

Manufacturer narrative:
Transverse drive shaft. Evaluation summary: based on analysis results, this complaint is now determined to be a MDR malfunction. The analysis site confirmed the customer complaint, and found that internal contamination between the drive shafts and bushings was causing slow cutter movement, and a grinding noise per the customer complaint. To correct this issue, the analysis site replaced two drive shafts and two bushings. Per the service manual, service tests were performed with no functional faults found. Complaint info is trended on a regular basis to determine if further investigation is warranted.